Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2408-74, serial #: (B)(4), description: avista MRI perc lead kit, 74cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.